Event description:
No harm to patient. When attempting to remove the femoral arterial sheath from the patient's groin as planned in the post-catheterization period, the catheter broke upon the initiation of retraction.